Manufacturer narrative:
(B)(4). Also, a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt231216j/ 20886367) was involved. Please note that the medwatch#3007284313-2020-00043 was emailed to FDA on february 11, 2020. 510(k) number: k172567.

Event description:
On (B)(6) 2020, the patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. After stent grafts were placed as planned, touch up ballooning was performed using a gore® molding & occlusion balloon catheter. Procedural angiography revealed localized dissection at the proximal edge of the trunk-ipsilateral leg component. The physician decided to take a wait-and-see approach and no further treatment was performed. The patient tolerated the procedure. The physician is monitoring the patient. It was reported that the physician believed that the balloon was possibly over inflated and it resulted in the dissection.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events which may require intervention include, but are not limited to trauma to the vessel wall, including spasm, dissection, perforation or rupture. Do not exceed 48 cc inflation volume at 37 mm constrained balloon diameter. Balloon over-inflation may result in vessel damage or rupture. Excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death. Do not use the gore® molding and occlusion balloon catheter for more than 20 inflation / deflation cycles. Additional information was requested but was not available.